Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient experienced lightheadedness, shakiness, and confusion. The cgm was reading 167 mg/dl and the blood glucose reading was 26 mg/dl. The spouse gave him glucagon (injection) and called paramedics. The patient was treated further with IV dextrose. After treatment, the bg was checked by emergency medical service; however, the reporter could not recall the value. The patient was transported to the hospital. There was no documentation of further medical evaluation or intervention for hypoglycemia. The length of stay in the hospital was not documented. At the time of the report, the patient was improving and doing fine. An attempt to contact the reporter for more details about the event was made by ts; however, the number was not in service. At the time of the report, the patient was improving and is doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.